Event description:
It was reported that during implant, once the leads were connected, high impedance was observed. The lead was disconnected and reconnected several times without resolving the issue. The decision was made to use another device.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: it was reported that the device showed a rv lead impedance of >300ohms at implant. The device was tested on the bench and ate after it was returned. All device functions were normal. The high lead impedance observed in the field could be caused by a poor connection in the header.